Manufacturer narrative:
Continued e.1 phone number: (B)(6).

Event description:
Healthcare professional reported "perspiration of silicone, intracapsular rupture reason for recovery. With folds, waves, round-shaped rotation... Capsular contracture baker grade I". Device has been explanted. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "perspiration of silicone, intracapsular rupture reason for recovery. With folds, waves, round-shaped rotation.capsular contracture baker grade I". Device has been explanted. This relates to the left side.